Event description:
The customer reported via phone call that they were hospitalized with high blood glucose on (B)(6) 2015. Customer stated their blood glucose rose to 581 mg/dl, prompting the hospitalization. Customer stated their blood glucose did not decline when they attempted to treat with 9 units of insulin. The customer stated they were admitted for three to four hours and was released when their blood glucose declined to 338 mg/dl. Customer was not treated for their blood glucose at the hospital. It was also found the customer's current blood glucose was 265 mg/dl. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.